Event description:
It was reported that the patient was feeling pocket discomfort which may have been caused by the right atrial (ra) and right ventricular (rv) leads. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and stretching. (B)(4).